Manufacturer narrative:
A ge service rep evaluated the system and the customer replaced a power supply cable. The system operates as intended.

Event description:
It was reported that the system shut down on its own. No pt injury was reported.